Event description:
During the mandatory audit of mattresses at our (B)(6), 9 hill-rom centrella max mattresses were determined to be compromised. They're stained and based off their appearance, the outer coating has degraded, almost like the cleaning chemicals caused them to break down, and/or pressure caused them to rip. Plus a few puncture holes were noted. 174 mattressed audited, 9 removed from service. Reference reports: mw5162677, mw5162678, mw5162679, mw5162680, mw5162682, mw5162683, mw5162684, mw5162685.